Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an erosion that led to an infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.